Event description:
Boston scientific received information that a red alert was observed via the remote monitoring system as v-tachy mode set to value other than monitor plus therapy. The cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to no longer deliver tachycardia therapy. The crt-d remains in service. No adverse patient effects were reported. Attempts to get additional information from the field representative but was unsuccessful.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.